Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen early 2022 with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2020 using the legacy coolcurve+ and presented with paradoxical hyperplasia (pah/ph). Patient underwent liposuction and presented with recurring pah. Additional information was provided to support an expanded area of pah to the patient¿s flanks.

Manufacturer narrative:
Additional information: b5 complaint description updated [complainant provided information and photographs (per e-mail on 02-aug-2023) to support an expanded area of pah to the patient¿s flanks.].

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2020 using the legacy coolcurve+ and presented with paradoxical hyperplasia (pah/ph). Patient underwent liposuction and presented with recurring pah.

Manufacturer narrative:
Additional information: a1, a2, a3, b5, d1, e1, and h6.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 8/2/2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks and abdomen with a legacy coolcurve plus and cooladvantage, coolcore system applicators on july 8th and august 10th of 2020. On (B)(6) 2020, the patient had a third coolsculpting treatment to the abdomen with a coolsmooth system applicator and on (B)(6) 2021, a fourth coolsculpting treatment to the abdomen was performed with a cooladvantage, coolcore system applicator. The patient presented with paradoxical hyperplasia (ph) after treatment. Paradoxical hyperplasia was confirmed in the full abdomen. Liposuction corrective surgery was performed on (B)(6) 2022 to the full abdomen, and flanks areas which included airsculpt.